Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead distal electrode was covered in blood and helix fixation damaged from the guide tooth. The lead insulation was breach/cut and the lead had apparent explant damage. It was also noted that the lead was returned with the guide tooth damaged and the helix stuck on the guide tooth. The helix extension/retraction/length testing could not be performed. It was also observed that the MRI indicator coil was distorted and there was dried blood on the helix and in the sleeve-head.

Event description:
It was reported that the patient complained of positional chest pain and diaphragmatic stimulation. It was also reported that chest x-ray showed that the right ventricular (rv) lead tip was outside of the heart silhouette due to a myocardial perforation. Therefore the rv lead was removed and replaced with a new lead. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pacemaker (B)(6) 2013. (B)(4).